Manufacturer narrative:
No serious injury alleged. No death alleged. Malfunction alleged. MDR filed to the FDA. No (B)(4) filed. Rear wheel is bent. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Rear wheel is bent. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).